Event description:
It was reported an explant of a 6900ptx-25mm mitral valve occurred after an implant duration of 49 months. The patient had developed severe mitral stenosis and regurgitation. The explanting surgeon stated that the regurgitation was caused by a technical error resulting in the preserved native leaflet hitting the prosthetic valve leaflet.patient also underwent tricuspid valve annloplasty during the same procedure.

Manufacturer narrative:
Additional manufacturer narrative: the operative report indicated the presence of mitral stenosis and subsequent regurgitation, however it did not elaborate on the source of the mitral regurgitation as stated in the originally reported event. No additional information was supplied. As the healthcare provider elected to retain the valve, no evaluation was able to be performed to further confirm the event. A photo of the explanted valve was provided; two leaflets exhibit some curling and abnormal appearance, however, the root cause of this degeneration cannot be identified by the photo alone.the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As initially reported, it is possible that the reason for this explant is due to interference of the preserved native mitral leaflet with the bioprosthetic leaflets. This is typically not due to a malfunction of the valve, but to surgical technique.there has been no information to suggest a quality deficiency that may have caused or contributed to the event. Without additional information or device evaluation, no further investigation can be performed.